Manufacturer narrative:
Product evaluation: failure analysis for fiber model # 0010-2400; lot # 332b; serial # (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits severe char; the glass cap exhibits severe devitrification at the output window. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber. Forward firing of the side firing surgical fiber.

Event description:
It was reported that two ¿fibers failed prematurely during procedure.¿ no other information available. The procedure was completed with a third fiber. No patient injury reported. This report is for the first fiber.